Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss). The rv lead also exhibited myopotential oversensing with pacing inhibition of greater than two seconds. Subsequently, the patient underwent a revision procedure, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.